Event description:
A user facility reported to olympus that a bad angle and separation were noted with evis lucera colonovideoscope. During a standard service inspection of the customer returned device, foreign object was observed in ig snake tube. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, bending angle in up direction failure to meet the standard value, angle wires stretched, up/down knob out of standard value, up/down knob failure to move smoothly, foreign objects on universal cord, sticky connecting tube, and adhesive around objective lens peeling were observed. Lastly, scratches and dents were noted on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 20 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as foreign material in the insertion tube - however, the foreign material in the tube was unable to be further specified. Moreover, no deformation/breakage of the tube was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope¿ as below: "[inspection of the endoscope] 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. 4. Holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section (see figure 3.2). Confirm that no objects or metallic wire protrude from the insertion section. Also, confirm that the insertion tube is not abnormally rigid." Olympus will continue to monitor field performance for this device.